Event description:
The customer reported that she was hospitalized last (B)(6) 2014 due to high blood glucose. Customer was inquiring about upgrading her insulin pump due to having issues with high blood glucose. Customer's blood glucose was 484 mg/dl or 454 mg/dl. Customer stated she was admitted in the hospital for two days. Customer declined to troubleshoot for high blood glucose due she was at work. Customer stated had been having high blood glucose for the last two days; blood glucose was 695 mg/dl and 820 mg/dl and was treating with bolus but did not help. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.